Event description:
The customer reported a failure to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no pt involvement. The device and involved paddle set was evaluated by philips field service engineer. The problem was identified as a faulty external paddle set. Replacement of the paddle set resolve the reported symptom. The device passed all testing and was returned to service.